Manufacturer narrative:
Concomitant medical products: 4194-88 lead implanted: (B)(6) 2012; 5076-52 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an alert when traveling overseas. The right ventricular (rv) lead had impedances that were noted to be sometimes out of normal range for the rv and svc coils. The physician suspected a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.